Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic and high, high voltage lead impedance and high capture threshold was observed on the lead. Physician elected to have the patient enroll in merlin.net in order to monitor the patient. Patient is stable.